Event description:
It was reported that balloon rupture occurred. The patient presented with lower limb peripheral artery disease (pad). The 99% stenosed target lesion was located in the moderately tortuous and severely calcified superficial femoral artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilatation. However, the balloon ruptured during inflation. The device was removed and replaced a 4mm x 40mm x 146cm coyote es balloon catheter which also ruptured during inflation. The device was removed without any problem and the procedure was completed successfully with a different device. There were no patient complications nor injuries reported and patient condition was good.